Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the abdomen on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3: date received by manufacturer- additional information h2: correction.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: codes: health effect: clinical code - e1803 nodule; h2: type of follow up: additional information/correction; h6: codes: health effect: impact code - correction, replaces 2199; h6: codes: health effect: clinical code - correction, replaces 4582; h6: codes: type of investigation: correction, add 4115; h10: corrected data; h11: additional narrative: correction to h6 codes: health effect: clinical code, replaces 4582.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code 4581 - e1803 - nodule.

Event description:
Subsequent to the initial MDR, a correction is required.